Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred 2 months ago.

Event description:
It was reported that the patients ipg was at the end of life. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned.